Manufacturer narrative:
Date of event estimated as (B)(6) 2023. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported as a general comment that this was a vessel closure of an unknown vessel using the pre-close technique for a thoracic endovascular aneurysm (tevar) repair procedure. Reportedly, a prostyle cuff miss [suture retrieval issue] was noticed. The sutures of two new prostyle devices were successfully pre-placed. The tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided. No additional information was provided.